Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having difficulty charging. They noted they were able to feel the ins and patient services reviewed repositioning the recharger and the patient was able to connect with the recharger and charge the ins. The patient lost connection but that was quickly resolved by repositioning the recharger. The patient stated it seemed like the ins moved around. The patient stated they were still wearing pads. Patient services reviewed 50% reduction and the patient confirmed they were getting a 50% reduction in symptoms. The patient mentioned one time they increased stimulation and it messed with their bowels.